Event description:
It was reported that the patient presented to the emergency room with an alert that their right atrial (ra) lead exhibited low pacing impedance. Furthermore, it was noted that the patient had experienced multiple episodes of oversensing on the same lead. The physician elected to make programming changes to address the issues. The patient was in stable condition.